Manufacturer narrative:
Device received no button response (act) due to corroded keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alert. The customer blood glucose level was 180 mg/dl. Customer was assisted with troubleshooting. Customer stated that they were unsure if they pressed a button down for 3 minutes or longer. Customer stated that they were not able to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.